Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 07/28/2014. Evaluation shows broken tubing at left seat rail at center rail. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider the frame is bent.